Event description:
The customer reported via phone call indicating that the insulin pump alarm no deliver during the bolus. Customer's blood glucose was unknown mg/dl. The customer was advised that the possible caused of the alarm was set or reservoir connection. Customer was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.